Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, device data was unable to be collected and viewed by the physician. Technical support was contacted and performed a firmware download on the device to resolve the event. The patient was stable and will continue to be monitored.